Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.